Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented remotely. Upon review, their right ventricular lead exhibited oversensing noise. No intervention was made. There were no patient consequences.

Event description:
Reported manufacturer number: 2017865-2021-02035. New information notes the patient's implantable cardioverter defibrillator, and right ventricular lead exhibited over-sensing noise. The device was explanted and replaced and the lead was capped and replaced on (B)(6) 2021. The patient was discharged post-procedure.